Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported gripper line break and gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation concluded that the reported gripper arm actuation issue was related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. It is possible that due to multiple retractions of the gripper lever to grasp the leaflet increased tension on the gripper line resulting in the gripper line break; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and suspected gripper line break, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed. There was no difficulty with grasping; however, 6 grasps were made in attempt to get a good position with the clip. During the last grasping attempt, the gripper lever was retracted, but the grippers stayed down. It was suspected that the gripper line broke; therefore, the cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.